Manufacturer narrative:
Result - lift sensor coil cord and lift motor coupler.

Event description:
It was reported by service report that the foot end of the bed will not raise or lower properly and foot cover was damaged exposing sharp edges. No pt involvement or adverse consequences are reported.